Manufacturer narrative:
PMA/510k: this product is registered as a combination product.

Event description:
Prior to implant procedure, the right ventricular (rv) lead was observed to be kinked. A new rv lead was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.